Event description:
It was reported that the patient felt a shocking or jolting sensation. The patient turned stimulation on during the time of report and the patient felt a shock.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).